Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the balloon was pierced. The patient outcome was not reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the balloon was pierced. The patient outcome was not reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole fluid leak was identified in the balloon shell consistent with bulging and material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was not functionally tested due to the confirmed damage. Product analysis confirmed the reported allegation as a hole and leaks were identified in balloon component. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.